Manufacturer narrative:
The device was returned for evaluation. A visual inspection of the device shows the tip of the device is worn. The end of the device shows extreme wear. The device was manufactured in 2014. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the genesis ii tibial base impactor broke during surgery outside the patient. The procedure finished with a smith and nephew backup device. Patient injuries were not reported. No surgical delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.